Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.